Event description:
It was reported on (B)(6) 2013, a surgeon was performing an l5 corpectomy due to l5 fracture. While using the synframe retractor, a set screw on a synframe guide rod broke. The set screw broke off at the thread level as the surgeon was tightening the screw on the guide rod with a socket wrench. The surgeon retrieved the broken piece and used another synframe guide rod. The procedure was completed with very little delay. It was reported there was no harm or complication to the patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. DHR not available as device is older than 12 years. According to se 075477 the documents for instruments have to be stored for 10 years. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Product development evaluation: the part was received with the hex head screw broken in the synframe guide rod. The hexagonal head of the screw showed tool marks indicating that the screw was excessively tightened. The design was evaluated. The returned part (387.358) lot (1093250) is called the synframe guide rod. The returned part consists of 2 parts, the finger loop which aids in the positioning of the retractor blade and the swiveling tip which allows blade angulation. The returned part (387.358) is part of the synframe access and retractor system. Information was provided per technique guide. Examination of the returned part showed that the hexagonal head screw of the swiveling tip is broken and the distal part of the screw is stuck in the lower part of the swiveling tip. Further examination of the hexagonal head of the screw showed tool stress marks which are indicative of excessive force being used in the tightening of the screw. The part (387.358) lot (1093250) was manufactured on february 28, 2002 which makes it approximately 11 years and 7 months. This lot was manufactured according to the specified drawing. The review of the document did not show any changes to the design of the part since it was manufactured. The material is adequate for its intended use. Manufacturing evaluation: the tightening screw is broken at the thread. The complete device is in a very used condition. The hexagon shows strong marks of often and excessive use. The bearing area below the hexagon is compressed due to the continuous high forces which were applied on it. Based on the age, manufactured in 2001, and the extreme signs of excessive use at hexagon, a manufacturing fault is excluded. The wear and tear in combination with excessive use over the years is indicative of a fatigue breakage.